Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the right atrial (ra) lead exhibited non capture, undersensing and no p waves. The lead was reprogrammed off. No patient complications have been reported as a result of this event.